Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported malfunction needle mechanism (late deployment) or to determine whether the root cause. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported her blood glucose reached 333 mg/dl less than 24 hours after the pod was activated. She started that during the insertion process there was a delay in the needle deploying the cannula and it did not insert the cannula properly into her skin. She also stated in about five minutes after the deployment of the needle mechanism and the needle pushed the cannula down more.